Event description:
It was reported that the patient had driveline communication alarms and issues with their black power cable. All connections on batteries and clips had been thoroughly cleaned and inspected with no obvious issue. Log files were sent for review. The log file confirmed driveline comm a fault alarms on (B)(6) 2025. This alarm had not interfered with pump operation. There was some low cable voltages noted on the system controller black lead. This could be caused by a poor connection or an issue with the controller black lead. The controller and modular cable were exchanged. It was noted that a photo of the modular cable¿s pins did not show any signs of fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined via this analysis. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined via this investigation. The controller event log file captured driveline communication fault alarms associated with com_a_fault flags throughout the data reviewed. The communication faults did not appear to prevent the pump from functioning at its set speed. It was reported that the patient¿s modular cable and system controller were exchanged. They returned for analysis, and it was determined that the modular cable had damage that would cause the reported alarms. Attempts were made to obtain further event information, but no response was received. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. Incidental findings: several pump resets were captured in the lvad event log file on 11may2025 the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.